Event description:
It was reported that lipids was programmed to infuse at the ordered rate of 20.8ml/hr and an infusion of peripheral parenteral nutrition (ppn) was also infusing at a rate of 65ml/hour. Four (4) hours later the pump that was infusing the lipids was noted to be infusing at 65ml/hr and not the programmed rate of 20.8ml/hr. There was patient involvement but outcome is unknown. Further information was received from the customer. Customer stated after internal investigation it was confirmed to be a "workflow error". No devices will be sent for investigation and no further information will be available.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.